Event description:
It was reported that the pump battery could not be charged, resulting in the pump shutting down. Reportedly, the customer was using a non-tandem provided wall adapter and a tandem-provided charging cable to charge the pump. The customer reverted to using an alternate pump for insulin therapy.